Manufacturer narrative:
(B)(4). Date sent: 5/9/2023. D4: batch #: unk. Additional information was requested and the following was obtained: "damaged device. When the device was in and out of the trocar, the distal part of the trocar was partially broken, the surgeon stopped the operation in time and removed the fragment from the body. The surgery was delayed for about 2 hours. Replaced a new trocar to continue the operation." This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a b12lt cuff with body fluids and a broken tip. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when the device was put in and out of the trocar, the distal part of the trocar was partially cracked, the surgeon stopped the operation in time and removed the fragment from the body, and replaced a new trocar to continue the operation.